Event description:
Caller reported a malfunction on the pump, with a malfunction code of 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and advised the caller that the replacement pump would have updated software, with an upcoming update available in their source account. The caller was instructed to return the faulty pump using the provided return box and pre-paid label within 10 days to avoid charges. Additionally, the caller was guided to put the pump into storage mode before returning it and acknowledged understanding of the instructions regarding programming settings and connecting the cgm to the replacement pump. No backup therapy was currently available, and the caller planned to consult a healthcare provider.